Manufacturer narrative:
Additional information: d4: medical device lot #: 2200693. D4: medical device expiration date: 31-aug-2027. H4: device manufacture date: 19-jul-2022.

Event description:
It was reported that the inner shield of the bd micro fine¿ + pen needle would not detach. The following information was provided by the initial reporter, translated from japanese: "the user reported that the inner shield was not removed."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the inner shield of the bd micro fine¿ + pen needle would not detach. The following information was provided by the initial reporter, translated from japanese: "the user reported that the inner shield was not removed."

Event description:
It was reported that the inner shield of the bd micro fine¿ + pen needle would not detach. The following information was provided by the initial reporter, translated from japanese: "the user reported that the inner shield was not removed."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 05-jun-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.